Manufacturer narrative:
Unit had unresponsive button due to unlocked keypad connector.

Event description:
The customer's mother reported via phone call that the esc button on the insulin pump was not working. The customer called back after a two hour rest but the issue persisted. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.